Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry creatinine assay, list number 03l81, was identified.

Event description:
The customer observed a falsely elevated creatinine result while using clinical chemistry creatinine assay. The customer provided the following data for a (B)(6) female (customer provided range 0.57 - 1.11): initial result of 4.79 mg/dl. The patient was instructed by the physician to go to ed. The patient was retested at the ed, patient was redrawn and creatinine result was 0.77. Initial sample was rerun on (B)(6) 2017 and generated a result of 0.69. No treatment was provided as result of 4.79 creatinine result. There was no adverse impact to patient management reported.